Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur after the reset, and the customer was able to continue using the pump. They were instructed to call back if the issue recurred, which the customer understood and acknowledged.